Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-06569). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a patient presented in the ER after having felt a patient notifier. Premature eri was suspected. The device was explanted and replaced.